Manufacturer narrative:
The initial MDR 2432235-2017-00548 was filed on october 11, 2017. Additional information (10/18/2017): a siemens headquarters support center specialist reviewed the event information and concluded that there was no reagent or method issue. The data was consistent with instrument related issues with the potential cause being improperly aligned probes, mixers and/or washing mechanisms to the dilution tray and reaction tray cuvettes. There is also a potential that the reaction cuvette washer or dilution cuvette washer mechanisms may have been clogged, resulting in improper washing and cuvette overflow, which could result in imprecision. The cause of the issue is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse aligned the reaction cuvette washer (wud) and dilution cuvette washer (dwud) nozzles into the cuvettes. The cse then performed wud and dwud maintenance and aligned reagent probe 1 into the cuvettes. The cse also aligned the dilution mixer height and dilution probe into the cuvettes. As per advia 1800 gluh_c instructions for use "siemens recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. The actual frequency of control in a laboratory is based on many factors, such as workflow, system experience, and government regulation. Each laboratory should evaluate the controls based on the frequency established by their laboratory guidelines. When the method is performed, analyze at least 2 levels of controls daily." The precision on quality control has been on target for gluh_c since troubleshooting was performed. The cause of the gluh_c results being reported while quality control being out of range was due to the user error. The cause of the quality control being out of range is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer of an advia 1800 instrument stated that their concentrated glucose hexokinase_3 (gluh_c) quality control was flagged out of range. Quality control had been ranging from equal to or greater than 3sd (standard deviation). The operator ran patient samples while quality control was out of range and the results were reported to the physician(s). The customer has stopped running gluh_c on this instrument. The customer stated that there were approximately 3000 patient samples run while quality control was out of range. The customer contacted the physician(s) and advised that gluh_c results during the timeframe of (B)(6) 2017 may be incorrect. The customer stated that some physician(s) have already performed repeat testing and some patients were referred for follow up testing based on the high results, while some results were consistent with the clinical picture. The customer will not review the samples run during the timeframe of (B)(6) 2017. There are no reports of patient intervention or adverse health consequence due to gluh_c results being reported while quality control was out of range.